Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump alarmed off no power and blank display. The customer¿s blood glucose level was 480 mg/dl on sunday. The customer tried to administer insulin, but the insulin pump would not except it. Troubleshooting could not be completed due to the insulin pump would not turn on. A new battery did not resolve the issue of the missing low battery alarm and off no power. Troubleshooting for the blank display could not be performed due to the pump being off. The customer¿s mother refused troubleshooting for the high blood glucose level due to it being a past event. The insulin pump will not be returned for analysis.